Event description:
The customer reported that the system would display a bad iris potentiometer error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the communication printed circuit board, the power supply, the iris potentiometer, and performed a collimator calibration. The system was tested and found to be working as intended and put back in service.